Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called their healthcare provider at 03:20 in the morning stating they were asleep while on mobile power unit (mpu) power when it began to alarm. The patient then switched to batteries, and they stated that the mpu had three lights illuminated (green and two yellow). They switched the speaker batteries in mpu and tried different outlets with no resolve. The patient was brought in to the clinic where log files were collected and they were sent home with a loaner mpu. The patient stated it took about two minutes for the yellow lights to illuminate and beep at them. The clinic could not recreate this on multiple outlets in the office after keeping it plugged in for about 15-20 minutes. It was noted that the patient had a modular cable exchange on (B)(6) 2026 due to cosmetic damage. From the submitted log files, the patient switched from mpu to battery power in the morning around 0257 but there was nothing unusual noted around that time frame.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming with all three symbols illuminating was unable to be confirmed. The logfiles were reviewed and all of the captured data appeared to show the system operating as intended. No atypical alarms or events were observed when connected to the mpu. The heartmate mpu (serial number unknown) was not returned for analysis. Reported information stated that the patient switched the aa batteries in the mpu and tried different outlets; however, the issue did not resolve. The issue could not be recreated in clinic. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including mobile power unit alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, rev. D section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.